Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alerted calibration error, bad sensor, change sensor, and weal signal. The customer's blood glucose was 389 mg/dl. The customer stated that they had skin irritation from the enlite overtape and the infusion set. The customer stated that they had gotten a scar and their skin was really itchy and irritated. The customer stated that they did not know why their blood glucose was elevated. At this point their blood glucose was 296 mg/dl, and had been treated with the insulin pump and with manual injection. Troubleshooting was performed. The drive support cap was recessed. All of the settings were correctly programmed. In the alarm history there were no delivery and low reservoir alarms present. Thee infusion set was removed from the customer's body but the cannula was not bent. The customer stated that it looked like the cannula had air in it. High pressure test was not done since the customer did not have a tubing clamp. Nothing further was reported.